Event description:
Anatomical condition of the aortic neck was characteized as funnel-shaped. Pt had previously underwent a procedure to embolize the right internal iliac artery. With the placement of the endovascular graft, the physician planned to land the ipsilateral leg graft in the external iliac artery. Deployment of the three-piece endovascular graft was without complication. Post angiogram of the graft placement noted a proximal type I endoleak. Another MFR's main body extension was deployed at the proximal portion of the graft. The extension, junction sites and landing zones were ballooned several times. With the placement of the extension the endoleak has decreased in size, but was still evident. Physician decided to perform a follow-up exam in one month to determine if add'l intervention would be required.